Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 430mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated drive support cap appeared to be normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.